Event description:
Sub-acute thromboembolic events were reported with nexus coils in 5 cases performed by the doctor. The doctor uses heparin and occasionally reopro (anticoagulation therapy). Anti-platelet drugs (i.e. Aspirin, plavix) are not used as a routine part of the regimen. Since the reported events, the doctor is now using aspirin and plavix and has not had any other events.

Manufacturer narrative:
The devices will not be returned for evaluation.